Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead contacted technical services due to beeping tones emitted from their implantable cardioverter defibrillator (ICD). Technical services explained a red alert has been detected by the device due to high out-of-range shock impedance. The patient was referred to their clinic for follow-up. No adverse patient effects were reported. The right ventricular (rv) lead and ICD remain in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead contacted technical services due to beeping tones emitted from their implantable cardioverter defibrillator (ICD). Technical services explained a red alert has been detected by the device due to high out-of-range shock impedance. The patient was referred to their clinic for follow-up. No adverse patient effects were reported. The right ventricular (rv) lead and ICD remain in service.